Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Sales rep reported a revision of primary right hip due to instability of patient. Surgeon did a poly swap.

Manufacturer narrative:
An event regarding dislocation involving a trident liner was reported. The event was not confirmed. Device evaluation and results: a visual, functional and dimensional inspection could not be performed as the device was not returned. Medical records received and evaluation: the provided medical information was submitted to a consulting clinician who indicated that " the primary harm involved is recurrent dislocation of a primary tha. No cause for the instability was cited in the records reviewed. There is no evidence for defect in the implants or their manufacture." Device history review: a review of the device history records could not be performed as no lot information was provided. Complaint history review: a complaint history review could not be performed as no lot information was provided. Conclusions: the provided medical information was submitted to a consulting clinician who indicated recurrent dislocation as a primary harm involved. Therefore, the event could not be confirmed nor could the root cause be determined because the insufficient medical information was provided. Further information such as return of device, patient history, histopathology report & follow-up notes are needed to investigate this event further. If additional information and/or device becomes available, this investigation will be reopened.

Event description:
Sales rep reported a revision of primary right hip due to instability of patient. Surgeon did a poly swap.